Event description:
It was reported that a flo-gard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and the alarm log review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The alarm log review and power on self-test revealed evidence of the f-94 alarm. The cause of was determined to be a damaged power cord, which did not allow the device to operate on ac power and would not charge the battery. To resolve the issue, the power cord and main battery were replaced and the configuration settings were reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.